Manufacturer narrative:
The c 311 analyzer serial number is (B)(6). The cobas pure analyzer serial number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) results for 2 patient samples on a cobas 4000 c311 stand alone system and a cobas pure analyzer. On 21-oct-2025, sample 1 had an initial alt result of 52 iu/l from the cobas pure analyzer. The sample was also tested on a c 311 analyzer and the result was 24 iu/l. The exact date of testing on the c 311 analyzer was not provided. Sample 2 had an initial alt result of 51.2 iu/l from the cobas pure analyzer. The sample was also tested on a c 311 analyzer and the result was 21.8 iu/l. The exact dates of testing were not provided.

Manufacturer narrative:
No further information was provided. The investigation did not identify a product problem. The root cause of the event could not be determined.